Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress issue and broken heart/yellow wrench alarm could not be confirmed through this evaluation. The log file captured data entries from on (B)(6) 2023 at 09:41:12 to on (B)(6) 2023 at 12:57:58. Newer events have overwritten the data on the reported date on (B)(6) 2023. During this time frame, no alarm events relating to broken heart or yellow wrench were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. To date, the system controller (serial#: (B)(6) associated with the event was unavailable for an evaluation. A root cause of the fluid ingress and broken heart/yellow wrench alarm issue could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also in this section, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning: do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump alarms with broken heart and yellow wrench and the quickly stopped without intervention, when getting out of the shower. The equipment was in the shower bag. There were no further alarms or issues. Regulatory reference report MFR # 2916596-2023-05553.